Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A supply manager reported that when a surgeon was about to implant an intraocular lens (iol), it was noted to be broken prior to patient contact. Additional information was requested.

Manufacturer narrative:
The injector device portion was not returned. The lens was returned. The observed damage matches the damage observed on the dvd. A dvd was provided of the surgery. The device comes into view and the blue stop is removed. Viscoelastic is incorrectly added through the hole where the stop was inserted. The trailing haptic is observed to be misfolded, looped across the plunger tip. It appears force is necessary to advance the lens. The camera shifts and the plunger trailing haptic are not visible as the lens delivers into the eye. The lens delivery from the fill line into the eye took approximately 33 seconds. This appeared to be due to the force need to advance the misfolded lens. A second lens is implanted on top of the first lens with what appears to be a cartridge. The second lens is positioned on top of the first lens. The wound was widened and the first lens was removed. The lens remaining in the eye was positioned. One suture was placed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. Based on review of the provided dvd the root cause appears to be related to a failure to follow the dfu. The blue lens stop was removed before the viscoelastic was added to the device. The dfu instructs to fully insert the viscoelastic cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. After the device has been properly filled, remove the blue colored lens stop. It further states: do not attempt to add viscoelastic to the device after the lens stop has been removed or lens damage may result. Further review of the dvd also showed the trailing haptic was misfolded. The lens delivery from the fill line into the eye took 33 seconds due to the force needed to push the misfolded lens through the device tip. The broken haptic was observed after the lens released. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon verified that there was patient contact and the lens was inserted and removed during the initial surgery.